Event description:
The 40 ml pump was "too big and kept coming through the skin;" erosion was noted. The pump was replaced with a smaller, 20 ml pump. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).